Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 55mg/dl with severe dizziness. Patient required no unusual treatment. During troubleshooting, customer support found that the up, down, and ok buttons were all under responsive. This complaint is being reported as the under responsive buttons may have affected insulin delivery and contributed to the hypoglycemia.